Event description:
It was reported that a patient was revised approximately two years and two weeks post implantation due to unknown reasons. There is no additional information available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-02334, 0001822565-2022-02335, 0001822565-2022-02336. Concomitant medical products: natural tibia trabecular metal two-peg porous fixed bearing left size c: item#: 42530006401; lot#: 77007007. Articular surface fixed bearing (ps) left 14 mm height: item#: 42512400414; lot#: 63506485. Nexgenâ® complete knee solution, trabecular metalâ¿¢ standard primary patella: item#: 00587806529; lot#: 64051018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10 no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was revised a second time for an unknown reason. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (04) - femur.

Event description:
No further event information available at the time of this report.